Event description:
The patient's triathlon knee was revised due to pain and suspected loose tibial component. The surgeon revised to a #3 universal baseplate, 2 x 5mm augments and a 13mm poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 4 tibial baseplate. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.